Event description:
It was reported that the motor device was "too hot to hold". The reporter stated that the event did not occur during surgery. The reporter stated that the device was left on a desk with a note. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown but the reporter clarified that the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  (B)(4) evaluated the device and the reported condition was not duplicated or confirmed.  Therefore, an assignable root cause was not determined.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.